Manufacturer narrative:
This emdr represents supplemental report #2210968-2016-30793 for previously submitted MDR number 2210968-2016-31631 subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective (B)(6) 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. The information included in this report was submitted outside the required timeframe dueto the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4) (ethicon¿s internal reference number). (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.